Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the keypad on the insulin pump locked during the middle of the night and he woke up before in the middle of the night and the device was on manual bolus. Customer also stated the device alarmed blood glucose reminder at 3 am and wasn't sure why. Customer does not know blood glucose level. Customer's father and customer were unsure if any significant even may have occurred that may have lead to the keypad issue. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No locking of keypad noted during testing. All buttons function properly, however moisture damage noted on keypad traces. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot, stained end cap sticker, and stained address and or serial number label.